Event description:
Boston scientific received information that this system exhibited a low shock impedance measurement. No adverse patient effects have been reported. No further information has been made available at this time.

Event description:
Additional information indicates that this system has continued to exhibit out of range shock impedance measurements. The patient was brought in for evaluation and the measurements were unable to be reproduced. No invasive procedure has been planned at this time. The physician plans to continue to monitor this patient closely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this patient was evaluated in the clinic. The leads were checked in various position; however, the out of range impedance measurement was unable to be reproduced. It was subsequently reported that the patient experienced three syncopal episodes that same week. It was reported that the syncope was caused by non-sustained supraventrentricular tachycardia (svt) in the 190 beats per minute range. The physician decided to set a lower zone with anti-tachycardia pacing (atp) only and will re-evaluate the patient in the near future to make sure the patient's medications and therapy are appropriate. There were no device allegations related to the patient syncopal episodes.